Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that beginning a week or week and a half prior to the report, after getting out of a car, their battery site was burning and appeared to be really red after the incident. Reduced therapy on right side, there is pain, and shocking in the middle of their back and down their left leg when the system is on. The patient was asked to turn their stimulation off and indicated that the stimulation is not hurting them but they are still experiencing tenderness when touching in the pocket. This was noted to be a sudden change in therapy/symptoms. The rep would be meeting with the patient on 2018-dec-21 to check the system, impedances, etc. And would have more information at that time. Technical services discussed palpating the area. No further complications were reported/are anticipated.

Event description:
Additional information was received from the patient. It was reported that an x-ray was taken to check the lead position and it was reported that the lead hadn't moved. Impedances were within normal limits. The patient reported that they were still feeling pain from the ins site to the groin that wraps around to the front (even with the therapy off). The patient hadn't turned the ins on due to concern of heating at the ins site. It was also reported that the patient was getting an out of regulation message when the device is set at 7.4 ma, 3+ 4+ 6- 7-, 90pw, 40hz. It was reported that the patient couldn't tolerate a higher pulse width because they would get a stimulation sensation in their ribs. The patient also feels unwanted stimulation with high dose settings as well. No further complications are anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-jan-04. The patient¿s weight at the time of the event is unknown. This was confirmed with the physician/account. No further complications were reported/are anticipated.